Event description:
The unruptured right middle cerebral artery ( mca) aneurysm was successfully embolized. The pt was given heparin peri-procedure for a thromboembolus in the mca. The pt assessment post procedure by modified rankin was 0. Three days post procedure, the pt suffered an embolic stroke.

Manufacturer narrative:
Other for no alleged product malfunction or nonconformance.